Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. The patient¿s cgm displayed 300 mg/dl and he was treated with insulin. An unspecified amount of time later, the patient¿s bg was 83 mg/dl and decreasing. The patient experienced a seizure, white foam from him mouth and vomiting. The patient was taken to the emergency department for evaluation and unspecified treatment. The patient was ¿groggy¿ post-seizure and has improved at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.